Event description:
Patinet complained of coldness in the nose. Nurse's aide checked on patient 15 minutes later. Patient had removed nasal canula which was found in pieces in bed and on the floor. Patient stated the o2 tank "froze her nose". Patient was sent to the hospital emergency room for treatment.